Event description:
A 4.0 mm diameter x 15 mm length driver mxii stent delivery system was inserted into a patient for the treatment of an ostial vein graft lesion. It ws reported that prior to complete inflation of the balloon for stent deployment, the guide catheter inadvertently moving back into the aorta, causing the stent to dislodge from the balloon. Upon deflation of the balloon, the guide advanced into the stent, resultingin the stent being was pulled to the sheath. The patient was sent to surgery for stent removal form the iliac artery. No additional sequelae were reported and the patient is reported to be fine.